Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the proximal common bile duct of a patient, on (B)(6), 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6), 2009. On (B)(6), 2011, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6), 2011, liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6), 2011, the patient underwent biliary stent placement for a proximal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 80 mm stent was deployed in a satisfactory position across the stricture. The study stent was removed on (B)(6), 2012. On (B)(6), 2013 the patient experienced post study stent removal cholestasis. A biliary reintervention was performed and the event was deemed resolved without issue on (B)(6), 2013.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Cholestasis is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.